Manufacturer narrative:
The customer's glidescope core 15-inch fhd monitor was returned to verathon for evaluation along with the glidescope core smart cable used during the reported event. A verathon technical service representative evaluated the returned devices but was unable to confirm the reported failure. Both the monitor and smart cable passed visual inspection. When connecting the customer's monitor to verathon's test equipment, a normal image was produced. The monitor passed verathon's device functionality testing and was confirmed to be within specification. Next, when connecting the customer's smart cable to verathon's test equipment, it also produced a normal image and passed device functionality testing. The laryngoscope used during the reported event was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, both the monitor and the smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core 15-inch fhd monitor, the screen went blank during intubation. They reported the issue occurred during an emergency care procedure and resulted in an unspecified delay in treatment. No use of a backup device or harm to the patient was reported.

Manufacturer narrative:
G3, g6, h2, h11. Following verathon's initial report submission, a verathon engineering representative visited the facility to further investigate the reported image issues with their glidescope systems. The verathon engineer was unable to replicate the reported image issues. Verathon remains in contact with the facility and continues to investigate the potential cause of the reported image issues. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.